Manufacturer narrative:
No excessive "no delivery" alarm during testing. Unit passed prime/delivery test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 440 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime. Insulin did exit with manual prime. Customer was advised that no delivery was caused by set / reservoir occlusion. Customer was advised that insulin pump was working as designed. Insulin pump would be replaced per customer's request.